Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal ((B)(4)) was used for a hypophysis surgery, but was not hardening after application even though all the preparation steps were done correctly. They noted a difference between the white and blue bottles of duraseal and that they believe that the white syringe channel was clogged, which would explain this difference in liquids and the non-hardening of the product. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The 5ml duraseal single kit per box us (202010ds) was returned for evaluation: device history record (DHR): a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - integra has performed a thorough review of the reported incident. While no physical sample was returned, one (1) video and two (2) pictures of the incident were provided. Picture 1 shows both syringes attached to the holder and both syringes contain solution in them. This picture can confirm the peg was reconstituted and withdrawn from the vial into the syringe. Picture 2 shows that the borate syringe contained more liquid than the phosphate syringe which may have occurred from the solution being ejected onto a paper (which can be seen in the background of picture 2). The video was a 16 second video showing the non-gel formation of the product. With the condition seen in the video, the failure mode can be confirmed as it looks like a liquid solutions and no gel formation can be seen. The failure mode can be confirmed from the videos and pictures provided; however, the root cause is undetermined. No enhancements or improvements were generated for the reported condition. The file will be closed as could not be reliable determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Root cause - the root cause is undetermined. Per the fmea, potential causes of failure include: performance, application - gel delivery, performance, solution mixing and coverage. The risk remains acceptable per the risk analysis.

Event description:
N/a.